Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving three inappropriate shocks. Upon device data review, it was determined that noise from this right ventricular (rv) lead was oversensed resulting in the inappropriate therapy. The physician alleged the lead had fractured. This lead and the implanted competitor's device were subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences.